Event description:
It was reported that stent damage occurred. A 2.50 x 16mm synergy xd drug-eluting stent was selected for use. However, during preparation, the stent came out the of package frayed. The procedure was completed with another of same device. There were no patient complications reported.